Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 292.620 lot: 36p9286 manufacturing site: balsthal release to warehouse date: 27.jan 2020 a manufacturing record evaluation was performed for the finished device lot number 36p9286, and no non-conformance's were identified. Visual inspection: two guide wire's with the same lot number were received at customer quality zuchwil. Both guide wire's are intact (not broken) and deformed. There are several heavy marks and usage signs on the entire surface visible. One guide wire runs in a cone at the end. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: diameter for guide wire 1 result: pass feature: diameter for guide wire 2 result: pass drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used according iso 5832-1 summary: our investigation shows that the both guide wire's are not broken as described in the complaint description. However this complaint will be rated as confirmed for the damages incurred. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Due to the condition of both devices, "guide wire runs in a cone" and "deformation", it is likely that an unintended handling issue has taken place which has finally lead to reported malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hty. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, there were problems with 4.0 css guide wires. Several guide wires twisted when they were inserted into the patient. Some of the wires even broke during drilling, and some have a step in the wire caused by drill bit. No further information provided. This report is for one (1) 1.25mm threaded guide wire 150mm. This is report 2 of 4 for (B)(4).

Event description:
Additional event information concomitant device reported: unknown drill bit (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.